Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed by the qa technician through disassembly and visual inspection. The device likely failed for heat due to a breakdown of lubrication/deprivation. The device was scrapped by the manufacturer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.